Event description:
Upon receipt of the device, the user reported that liquid was in the o sensor bag. The user fastened the screw, but calibration was not possible. Since the event occurred out of box, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.